Event description:
It was reported that this recently implanted right ventricular (rv) lead was programmed to extended bipolar lead impedance due to dedicated bipolar impedance showing high out of range measurements from 2500 ohms to 3000 ohms. The representative confirmed that the lead had been fully inserted and that the set screw was down. This rv lead remains in service. No adverse patient effects were reported.